Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion. Reportedly, the device previously had one side poking out of the chest. There were no additional adverse patient effects reported. The ra lead remains in service.